Event description:
It was reported that the patient was admitted to the hospital "with multiple syncopal episodes". The lead appears to be functioning normally, the short interval counter (sic) is zero and the impedances are normal and no episodes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.